Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had been on eliquis 2.5mg and plavix 75mg pre-procedurally. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. The laa was noted to be heavily pectinated and small. Venous access was obtained, and 8,000 units of heparin anticoagulant was given. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access sheath (was). The activated clotting time (act) measured high at 477 seconds. A pigtail catheter was inserted. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed using an unsheathing technique. Two (2) recaptures were performed before the closure device was implanted. A posterior wall pe measuring 2cm was discovered. The anticoagulation was reversed using medication. A pericardiocentesis was performed and 200ml of red blood was drained, and 150ml was re-infused into the patient. A neo synephrine intravenous drip was initiated briefly for blood pressure stabilization and subsequently stopped as the patient stabilized. The procedure was concluded. The patient was admitted overnight for observation and has fully recovered from the procedure. Patient is expected to be discharged after clearing from physical therapy for previous mobility issues. In the physician's opinion, the pe was caused by either the deployment or recapturing of the closure device. It was further reported that the patient also experienced cardiac tamponade and pericarditis during the pe event.

Manufacturer narrative:
H6 patient codes added: cardiac tamponade and pericarditis.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had been on eliquis 2.5mg and plavix 75mg pre-procedurally. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. The laa was noted to be heavily pectinated and small. Venous access was obtained, and 8,000 units of heparin anticoagulant was given. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access sheath (was). The activated clotting time (act) measured high at 477 seconds. A pigtail catheter was inserted. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed using an unsheathing technique. Two (2) recaptures were performed before the closure device was implanted. A posterior wall pe measuring 2cm was discovered. The anticoagulation was reversed using medication. A pericardiocentesis was performed and 200ml of red blood was drained, and 150ml was re-infused into the patient. A neo synephrine intravenous drip was initiated briefly for blood pressure stabilization and subsequently stopped as the patient stabilized. The procedure was concluded. The patient was admitted overnight for observation and has fully recovered from the procedure. Patient is expected to be discharged after clearing from physical therapy for previous mobility issues. In the physician's opinion, the pe was caused by either the deployment or recapturing of the closure device.